Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for two patients. The samples were repeated on another alinity c processing module, and the results were normal. (B)(6) 2022 sid (B)(6) initial sodium result = 160.8 mmol/l, repeated normal on another instrument (B)(6) 2022 sid (B)(6) initial sodium result = 161.5 mmol/l, repeated normal on another instrument no impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sids: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer inspected the analyzer and replaced the ict module which resolved the issue. The ict module was determined to be the likely cause of the issue. An instrument service history review revealed complaint ticket (B)(6)generated for falsely elevated calcium results. The field service representative (fsr) replaced the ict aspiration pump to resolve the issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as describe in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6)was identified.